Event description:
A system error (se) 2240 was found during a review of the event logs of the homechoice (hc) device.

Manufacturer narrative:
(B)(4). The se 2240 was identified during a review of a returned homechoice (hc) device with occurrence date 30 nov 2010 during initial drain; there was no report for this alarm called in by the customer. This event was found in the logs during evaluation of the hc device for an unrelated issue; therefore, a batch review and sample evaluation is not applicable for this report. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).